Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon noticed a wire hanging on joint of fenestrated forceps. There was no indication of breakage on the device when inspected for scrub nurse upon opening during sterile set up. The scrubbed surgical fellow assisting immediately retrieved the broken instrument inside the patient. There was no debris / piece of wire left on the patient. The procedure was completed as planned with no reported injury using a backup instrument.